Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units there was tube push off seen with an unspecified number of tubes. When the tube is reinserted onto the needle it was noticed that patients veins developed a hematoma. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 11-mar-2025 investigation summary bd received 100 samples for investigation. Upon inspection, no issues were identified in the 100 returned samples. A functional test was conducted on 3 of these samples, and all tubes met the specification limits with no tube push off occurring. Furthermore, no issues were identified during the visual inspection of the 100 retained samples. Additionally, 10 retained samples were inspected with no visible defects found. A functional test was performed on these 10 retained samples, confirming that all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin 83 units there was tube push off seen with an unspecified number of tubes. When the tube is reinserted onto the needle it was noticed that patients veins developed a hematoma. No adverse impact was reported regarding the patient or user.